Event description:
It was reported that the pump shut off resulting in the customer being hospitalized. A blood glucose level was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.